Event description:
It was reported that the patient was transplanted. The patient was listed as status 2e due to the heartmate 3 extrinsic outflow graft obstruction (eogo). The patient had down trending flows, however due to the patient's size and speed setting, they did not have any low flow alarms. The patient had frequent dizzy episodes despite cutting back on all guideline directed medical therapy (gdmt). Gated computed tomography (CT) findings showed suspicion of a partial outflow graft obstruction at the bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) confirmed an extrinsic outflow graft obstruction. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump header. The remainder of the pump cable (including the inline connector) and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Approximately 10¿ of the outflow graft was returned with the outflow graft bend relief properly engaged to the graft hardware. The graft material was cut at the terminus of the bend relief to create two separate segments, measuring approximately 4¿ and 6¿, respectively. Upon removal of the bend relief from the 4¿ segment, a lengthwise crease was observed in the outflow graft material approximately 0¿- 4¿ from the outflow graft hardware. An accumulation of fixed, smooth, tissue growth on the exterior of the graft had filled in and formed over a portion of the crease, approximately 0¿- 1¿ from the graft hardware, suggesting that the graft material had been distorted for an undermined amount of time while (B)(6) was supporting the patient. The lumen of the outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. A specific cause for the outflow graft distortion or a duration of time for which it was present could not be conclusively determined through this evaluation. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.